Event description:
As per pss implant request case: broken antirotation-tip on an old hmrs from 1990's. Treated for osteosarcoma I 1990's reconstructed with hmrs distal femur. Now broken anti-rotation-tip between femur stem and 80 mm extension piece. 120 mm distal femur component is ok.